Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging a onetouch verio iq meter was reading inaccurate results compared to another meter. The patient reported obtaining a blood glucose value of "11.6mmol/l" on the lfs meter and "6.0mmol" on a back up ot ultra2 meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=1.17mmol/l or <=30% obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.